Event description:
Customer reported, he was having issues with the insulin pump. Customer attempted to bolus for 60 carbohydrates and the device prompted him to administer 46 units of insulin. He stated the device usually prompts him to administer 15 or 16 units. Customer had to put 0 carbohydrates and took 12 units of insulin to treat blood glucose of 266 mg/dl. Customer settings were correct. Customer was advised to monitor the device since customer had all ready had active insulin and was unable to recalculate. Customer was advised he might have inputted the wrong carbohydrate or blood glucose level. Customer was advised if the next bolus did not calculate correctly to call back before treating to troubleshoot the device properly. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.